Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the light emitting diode (led) in the battery module. With the led replaced and preventative maintenance complete, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the green charge indicator was not illuminated. Since the event occurred during preventative maintenance, there was no pt involvement.